Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two implantable pulse generators (ipg) were attempted but not used as replacement devices. It was noted that both devices were at elective replacement indicator (eri) out of the box prior to implant. Neither device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.